Event description:
I was diagnosed with 2 torn discs with pain mostly generated at l5-s1 in 2002. There was a possibility of a multi-level disc problem; however, I was entered into the charite clinical trial by dr. In 2002. I was told by dr., artificial disc replacement was a better alternative to fusion. I was told by dr., in the event of a multi-level problem, he would simply implant a second disc. A charite disc was implanted at l5-s1 in 2003. The disc was left off-centered at the time of surgery. This was not dictated on the surgery report, at follow-up examinations and I was not informed. Eight months later, discography verified a second level pain generator. I asked for fusion. Dr. Informed me I could not have fusion. (I was never told fusion was actually the revision surgery for a failed charite implant.) During an appointment, dr. Was told by rep with depuy spine, he would not allow dr. To implant a second charitie; therefore, dr. Told me my only option was a second charitie disc implant overseas. A second charite disc was implanted at l4-l5 in 2005, a foreign dr. I suffered nerve injury as a result of spinal distraction to implant the device. Also, due to improper placement of the first implant and excessive motion occurring at both levels, I have developed spinal instability and substantial scoliosis. I was not informed at any point by dr. Or another dr. The dangers of multiple anterior approaches concerning the charite disc. A posterior l5-s1, l4-l5 fusion with instrument was performed in 2005 by dr., a spine specialist. At the time of surgery, substantial curvature and rotation were occurring with the l5 -s1 facet joints dislocated. With the excessive motion created by the charite discs my spine did not fuse. Currently, the instrumentation, consisting of 6 large screws at l3-l4, l4-l5 and l5-s1, provides the only stabilization for my lower lumbar region. I am in constant pain. In 2006, it was recommended by neurosurgeon and spine specialist, I have both charite discs removed. Due to the mortality rate and possible life-changing complications, I have not committed to surgery.